Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B) (4). Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the epg (external pulse generator) "sent [the] patient into ventricular fibrillation." A medwatch 3500a report was received and reported the physician had changed the pacemaker rate from 90 to 50 bpm on the morning of the incident. Shortly after, the patient experienced r on t phenomenon from a pacer spike, with nonsustained vt (ventricular tachycardia). Over a 15-minute period, the patient had multiple episodes of r on t from pacer spikes. A sustained vt episode later led to vf (ventricular fibrillation) and loss of pulses. The patient was coded for 20-25 minutes. Pulses were regained, and the patient was sent to ICU. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: (B)(4) analysis could not confirm the reported event. No electrical anomalies were observed. Visual anomalies indicate there was liquid ingress in the battery and main area. The battery contacts were compressed, bent, and contaminated, and the battery flex and lead flex cover were corroded. All four knobs, heart block, and all four heart wire contacts and heart lead flex were contaminated. The upper and lower cases, both bail covers, ring cover and battery drawer were broken, the keyboard scratched, and the serial number label torn.